Event description:
Customer reported a past event of high blood glucose and the specific value was unknown, though the display indicated "high." Cause was not known. The customer took corrective action by administering a correction injection via multiple daily injections. Technical support recommended that the customer consult with a healthcare professional to discuss potential issues affecting blood glucose levels.